Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the pre-test, they tried to drain the water in the foley catheter, but it did not drain completely. The balloon deflated over time. Per follow up information received via ibc on 18mar2025, stated that water did not drain after pretest. Per follow up information received via ibc on 26mar2025, customer confirmed that no patient involvement.

Event description:
It was reported that after the pre-test, they tried to drain the water in the foley catheter, but it did not drain completely. The balloon deflated over time. Per follow up information received via ibc on 18mar2025, stated that water did not drain after pretest. Per follow up information received via ibc on 26mar2025, customer confirmed that no patient involvement.

Manufacturer narrative:
The reported event was unconfirmed. Received (9) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with syringe. Visual inspection of the sample noted using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and inflated properly with no issues. Balloon concentricity ok. With the return syringe attached the balloon passively deflated within 54 seconds. The reported failure could not be replicated. No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. As the reported event is unconfirmed, a labeling review is not required. Correction: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.